Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 408 mg/dl. Customer's current blood glucose level was 366 mg/dl. Customer stated that she could not calibrate and ate something that made the blood glucose continue to rise. Customer also stated that she had been having high blood glucose issues all evening and she had a blood glucose of 60 mg/dl and she ate and it went lower and she had some orange juice to bring it up, customer stated she was at work and then went shopping and did not eat and took some glucose tabs and continued to shop went home and ate and now her blood glucose was up and she had been taking boluses and blood glucose was finally trending down. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.